Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces.no traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump had a cracked case at display window corners and reservoir tube lip. The insulin pump was also received with minor scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 211 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.